Event description:
It was reported that during the implant procedure the cuff was not implanted due to urethral trauma with an artificial urinary sphincter (aus). The aus cuff was not implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that during the implant procedure the cuff was not implanted due to urethral trauma with an artificial urinary sphincter (aus). The aus cuff was not implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.